Manufacturer narrative:
The correction of b5 describe event and problem and d4 serial # and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was found that 2 of the 3 fixing screws that secure the connection shaft between fork and spring arm were loose which results in risk of fork detachment. Photographic evidence confirmed that issue and also indicated the paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 16th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was found that 2 of the 3 fixing screws that secure the connection shaft between fork and spring arm were loose which results in risk of fork detachment. Photographic evidence confirmed that issue. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. It was found that 2 of the 3 fixing screws that secure the connection shaft between fork and spring arm were loose which results in risk of fork detachment. Photographic evidence confirmed that issue. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective parts were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to the analysis performed by the subject matter expert at the manufacturers. As they stated, the root cause of this incident is due to the loosening of one of the screws. The reason of these loosened screws remains unknown because it is glued with loctite 222 during assembly in factory. Once the manipulation of the lights is detected as abnormal by the user, a repair must be done as soon as possible. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 16th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was found that 2 of the 3 fixing screws that secure the connection shaft between fork and spring arm were loose which results in risk of fork detachment. Photographic evidence confirmed that issue. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 16th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was found that 2 of the 3 fixing screws that secure the connection shaft between fork and spring arm were loose which results in risk of fork detachment. Photographic evidence confirmed that issue and also indicated the paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The issue was raised by the hospital estates engineering dept. Event site name: (B)(6) hospital. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.